Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This device was subsequently explanted. Another device was implanted to complete the procedure. This device has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.